Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external device following an unrelated surgical procedure on (B)(6). The issue was confirmed by an abbot representative. The ipg is inoperable.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy has been resumed.